Event description:
The patient underwent laparoscopic sigmoidectomy due to diverticular disease. The anastomosis was created with the colonring device. According to the report, upon deploying the ring, the surgeon stated that something didn't feel right'. Examination with proctoscope revealed mated ring complex with tear just proximal to the ring from 12 to 6 o'clock. The ring was excised and the anastomosis was created with a new colonring device. The patient had a normal recovery.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novo ltd; 3005278776) and the importer ((B)(4)). Serves as the designated complaint handling unit for both facilities. The device and its identifications were not provided and no additional information regarding the device or the procedure is currently available. Serosal tear, which is proximal to the anastomosis, may be also related to the interoperative surgical technique. Such failures detected at this stage, as part of the surgical procedure, enable immediate intraoperative repair. No conclusions could be drawn based on the available information. Follow-up report will be submitted in case relevant new information becomes available.